Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was originally reported that the implant on the meniscal cinch was disengaged from the needle. A new meniscal cinch was used to continue and complete the procedure. Follow-up investigation: the first implant of the first meniscal cinch was deployed into the meniscus. The second implant disengaged from the needle into the joint capsule. The second implant was removed from the patient. A second meniscal cinch device was used and the first implant was deployed into the meniscus. When the second implant was attempted to be deployed, it disengaged from the needle into the joint capsule. The second implant was removed from the patient. The first peek implants from both the first and second cinch remained in the patient, unretrieved. A third meniscal cinch was used to continue and complete the procedure.